Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed in critical care unit, unable to reboot and difficult to recover for several months. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed in critical care unit. A field service engineer found intermittent failures on all pockets of enhanced half height drawer main 4-1. Fse reseated all 6 row board connectors, retractor band connectors, and all pockets. Also reseated connectors and cables at drawer 4-2 and released all pockets and cleared debris and tested the lids. Fse then tested the station in diagnostics and customer tested the station in medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed in critical care unit, unable to reboot and difficult to recover for several months. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.